Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the relay to the processor/bridge/pace board. The processor/bridge/pace board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the log file and picture of the customer's report was provided. Review of the log file and picture did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.